Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported events of inability to interrogate and premature discharge of battery were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic for follow up. Interrogation of the pacemaker was attempted but was unsuccessful after many attempts using both radiofrequency and inductive telemetry. The estimated device longevity on (B)(6) 2019 was more than 10 years, so the telemetry failure is believed to be due to premature battery depletion. The device was explanted and replaced, and the patient was in stable condition throughout.